Event description:
The customer alleged that the unit shut down while on a patient with no audio or visual alarms. The company customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the device quit running, and no malfunction may have occurred. This report is not an admission by company that this device caused or contributed to the event alleged in this report.